Event description:
An optometrist reported a patient with photophobia, decreased ucva, and corneal haze left eye post operative bilateral lasik. Patient was treated with topical steroid drops. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).